Event description:
A medtronic rep reported from the site that during preparation for a case, the system froze while they were sending exams to the system via the dicom. They were unable to use the keyboard, the mouse or the touchscreen and that they had to hard boot the system. Surgeon chose to use another treon system to complete the procedure. There was no impact to pt.

Manufacturer narrative:
Pt info not available at the time of this report. The system was evaluated at the site. There was a loose connection with the mouse. After tightening all connections, the reported event could not be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.